Manufacturer narrative:
No probe sample was returned for evaluation for the report of not cutting; therefore, the condition of the product could not be verified. A review of the related device history records associated with reported lot number indicated that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicated there were no other complaints for the reported issue. The root cause for customer complaint issue cannot be determined. No additional action is required at this time. (B)(4).

Manufacturer narrative:
This is one of three complaints for the finish goods lot for this issue. The device history record review shows the order was built and released per specification. The sample was visually inspection and it was found that adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. The root cause of the customer's complaint is the occluded drive line which is related to an error during the manufacturing process. An action was opened to determine a root cause and implement appropriate corrective action for complaints of a similar nature. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the probe did not cut or did not cut during a left eye vitrectomy procedure. The status of the aspiration was not known. The procedure was completed and there was no known harm to the patient. The product sample was not retained. No additional information is expected.